Manufacturer narrative:
The field service representative (fsr) inspected the instrument and drained the degasser assy, resolving the issue. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity c processing module did not identify an increase in complaint activity. A review of tracking and trending for the degasser assy did not identify an increase in complaint activity. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) or the degasser assy were identified.

Event description:
The customer observed false elevated alinity c co2 results when processing on the alinity c processing module. Customer co2 normal reference range 22-30 mmol/l. Sid (B)(6) generated 31, previous result 18. The sample were sent to another lab to obtain accurate results. No results were reported out of the laboratory. No impact to patient management was reported.

Event description:
The customer observed false elevated alinity c co2 results when processing on the alinity c processing module. Customer co2 normal reference range 22-30 mmol/l. Sid (B)(6) generated 31, previous result 18. The sample were sent to another lab to obtain accurate results. No results were reported out of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
Section a, patient information: age, gender, sex, ethnicity was provided.an evaluation is in process. A followup report will be provided when the evaluation is complete.

Event description:
The customer observed false elevated alinity c co2 results when processing on the alinity c processing module. Customer co2 normal reference range 22-30 mmol/l. Sid (B)(6), generated 31, previous result 18. The sample were sent to another lab to obtain accurate results. No results were reported out of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
Section a patient information: no additional patient information was provided. An evaluation is in process. A followup report will be submitted when the evaluation is complete.